Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the console shut down twice during surgery.

Manufacturer narrative:
The host module was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated system, where the system booted up with no issues. The sample was then installed into an automated testing equipment (ate), where it was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The company service representative examined the system was able to replicate the reported event. The nonconforming host module was replaced. The system was then tested and met all product specifications. The system was manufactured on january 6, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed a nonconforming host module. The manufacturer internal reference number is: (B)(4).